Manufacturer narrative:
Added information to h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted nine (9) years, 11 months, is being evaluated for valve-in-valve procedure due to possible mixed disease aortic stenosis, insufficiency, and perivalvular leak. No reintervention has been scheduled at this time.

Manufacturer narrative:
Added information to b5, d6b, h6.

Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted nine (9) years, 11 months, was evaluated for valve-in-valve procedure due to possible mixed disease aortic stenosis, insufficiency, and perivalvular leak. It was learned though implant patient registry the 21mm 3300tfx aortic valve was explanted and replaced with a 21mm 11500a aortic valve.